Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected the drawer and found that all pockets were not detected on the bus in drawer 2.1 on the main unit. The fse reseated all connections for the row ribbon cable at all connection points and isolated the issue to the row e tray. The fse replaced two defective trays in half height drawer 2.2, and hardware test application (hta) tests were performed for this storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pockets in main drawer 2.2 displayed a device not detected error. The customer confirmed that the usual fix did not work and that the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.